Event description:
It was reported that an ilet user experienced repeated occlusion alarms while using a steel contact detach infusion set with 23-inch tubing, with persistent hyperglycemia documented as fingerstick values exceeding 500 mg/dl until a complete supply change, including a new site, after which glucose levels trended down; the device component implicated was the connector/coupler associated with the infusion set and an obstruction of flow was suspected. Symptoms included hyperglycemia and dry mouth. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of the information provided by the user or third party. Investigation of this case revealed evidence consistent with a deformation problem causing obstruction of flow at the connector/coupler, aligning with the reported occlusion alarms and resolution after replacing supplies. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.